Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) in (B)(6) sent an email to the affiliate and reported redness after wearing the acuvue oasys 1-day brand contact lenses. The pt went to an eye care provider (ecp) who diagnosed the pt with purulent conjunctivitis and prescribed treatment (details were not provided). On 19jan2018 an email was received with additional information as follows: the date of the event was reported as mid (B)(6) 2017. The diagnosis: purulent conjunctivitis. The affected eye is the left eye. The pt was prescribed oftalmoferon and okomistin for two weeks (treatment frequency was not provided). On 30jan2018 an email was received with additional information: the oftalmoferon was prescribed 5-6 times per day and the okomistin was prescribed 3-4 times per day. The pts symptoms have resolved. No additional medical information was received. The suspect lens is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5526830104 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.